Event description:
Information was received indicating that this universal power supply cord started to smell of smoke once it was plugged in. It was noted that smoke was observed coming from the cord. No adverse patient effects were reported.